Event description:
According to the reporter: customer came in on (B)(6) 2015 for reoperation. The doctor opened her foot and said the suture was sitting at the base of the phalenx and a large portion did not absorb. No lot information at all. Additional tissue resection (deep tissue that didn't not absorb). No blood loss of 500cc. Extension of operating time yes for the reoperation. Additional information requested from the account but not yet received.

Manufacturer narrative:
(B)(4).